Manufacturer narrative:
Testing and investigation found that the device door roller pin was broken off. The device has been identified as part of a product recall. This report represents all the info known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device was physically damaged. This does not indicate a reportable malfunction. However, during verification testing at the service center, it was noted that the device door roller pin was broken off.